Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was successfully explanted and replaced due to high pacing threshold. The patient is well. The lead will not be returned for evaluation, as it was discarded by the hospital.